Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported the pd patient had passed away. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was hospitalized due to an episode of peritonitis on (B)(6) 2017. Per pdrn the hospital discharge summary was not yet received in clinic and the fluid culture results were unknown at this time. Per pdrn it was unknown at this time how the infection occurred and no fluid leaks were reported during treatments or prior to infection. Per pdrn the patient was transferred to hospice care on (B)(6) 2017 and subsequently expired the following day on (B)(6) 2018. Per pdrn it was believed the patient voluntarily discontinued peritoneal dialysis therapy either during the hospitalization event or prior to hospital discharge. Per pdrn any available samples were discarded and were no longer available for evaluation. The lot numbers were unknown. Medical records were requested.

Manufacturer narrative:
Conclusion: although a temporal relationship exists between the liberty cycler and the liberty cycler set and the reported adverse event(s) of peritonitis and subsequent death. However, the patient death is most likely due to the decision to place the patient on hospice care. Additionally, there is no documentation or evidence indicating a causal relationship between the liberty cycler and/or the fmc cassette, and the adverse event(s) nor is, there any allegation that any fresenius device(s) malfunctioned or failed to perform as expected. The patient¿s medical history included hypertension and congestive heart failure. Per the pdrn¿s statement on 9/jan/2018 the expiration of this patient was an expected outcome, as the patient voluntarily withdrew from rrt and was placed on hospice care prior to discharge from the hospital.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On 01/09/2018 during a follow-up call for an unrelated event the peritoneal dialysis registered nurse (pdrn) for this end stage renal disease (esrd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported the patient was hospitalized for peritonitis (symptoms unknown) on (B)(6) 2017 and transitioned to hospice care on (B)(6) 2018 and subsequently expired on (B)(6) 2018. The pdrn reported the hospital discharge summary, culture results and/or esrd death notification was not received by the outpatient dialysis clinic. The pdrn stated the cause of the peritonitis was unknown, and there were no reported fluid leaks prior to the event(s). The pdrn reported the patient withdrew from rrt (details unknown) during the hospitalization and was transitioned to hospital care (details unknown) prior to discharge on (B)(6) 2017, and subsequently expired on (B)(6) 2018 (details unknown).

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported the pd patient had passed away. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was hospitalized due to an episode of peritonitis on (B)(6) 2017. Per pdrn the hospital discharge summary was not yet received in clinic and the fluid culture results were unknown at this time. Per pdrn it was unknown at this time how the infection occurred and no fluid leaks were reported during treatments or prior to infection. Per pdrn the patient was transferred to hospice care on (B)(6) 2017 and subsequently expired the following day on (B)(6) 2018. Per pdrn it was believed the patient voluntarily discontinued peritoneal dialysis therapy either during the hospitalization event or prior to hospital discharge. Per pdrn any available samples were discarded and were no longer available for evaluation. The lot numbers were unknown. Medical records were requested.